Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ac led is not on but the device powers up on ac. There was no reported adverse patient impact.

Manufacturer narrative:
.

Event description:
The customer reported the ac led is not on but device powers up. There was no reported patient involvement.